Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found the burn on the light guide lens was foreign material. Based on the results of the investigation, the most likely cause of the foreign material on the lens was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a burn on the light guide lens. There were no reports of patient harm or injury.